Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gastric procedure on unknown date and the suture was used. It was also reported that the gastric fistula was found. Additional information will be requested.

Manufacturer narrative:
Additional information: corrected information: the review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. 1. What was the date of the initial procedure? 2. What was the name of the procedure? 3. What tissue layer was the pds z191 suture placed on? 4. How was the pds suture placed (interrupted or continuous)? 5. What was the condition of the tissue when the suture was placed (healthy, thin, fragile, diseased)? 6. Can you clarify what is meant by 'digestive fistula'? 7. How was the ¿digestive fistula¿ diagnosed? 8. What date (post op) was the ¿digestive fistula¿ discovered? 9. What intervention was performed for fistula? 10. What is the surgeon opinion of contributing factors for the ¿digestive fistula¿? 11. What are the patient demographic info: age, weight, bmi at the time of the procedure? 12. Can you provide the lot number of the pds z191 suture? 13. What is the current condition of the patient?